Manufacturer narrative:
The reported events of noise that resulted in oversensing and insulation damage were confirmed. As received, a partial lead (only distal portion) was returned for evaluation in one piece. Visual examination revealed an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of reported events was due to external insulation abrasion and the exposure of the outer coil in the abraded region consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of noise due to electrical magnetic interference (emi) that resulted in oversensing were noted on the right ventricular (rv) lead. Insulation damage was suspected but was unable to be confirmed during the explant procedure. The rv lead was explanted and replaced to resolve the event. The patient was stable.